Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: burning sensation,breast are hard, and may have a capsular contracture baker grade unknown and concern with the product.

Event description:
Patient reported left side "burning sensation, breast is hard, and may have a capsular contracture", baker grade unknown. Device remains implanted. Manufacturer of the device is unknown.